Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A doctor of ophthalmology reported that there was liquid in the air tube (5 cm behind the automatic valve). Air entry still worked. There was no patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Eval summary: no sample was returned for investigation. It was discarded. The lot complaint history was reviewed. The device history record (DHR) showed the product was released per specs. Based on the customer report, it is possible fluid leakage occurred passed the auto infusion valve, however, without sufficient sample, it is not possible to determine the exact failure mode of the device. The root cause of the customer's complaint was unk.